Manufacturer narrative:
Visual evaluation of the returned device found that the handle cannula was broken at the middle section and kinked. The evaluation concluded that excessive manipulation of the device during preparation most likely contributed to the failure handle cannula broken and kinked. Therefore, the most probable root cause for this complaint is "handling damage". The device history record (DHR) review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was to be used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during preparation, it was noticed that the pullwire was broken. The procedure was completed with another trapezoid¿ rx basket. The were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was to be used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during preparation, it was noticed that the pullwire was broken. The procedure was completed with another trapezoid¿ rx basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.